Event description:
Pdc received a call on (B)(6) 2011 to report medical intervention that occurred on (B)(6) 2011. Pt tested her blood glucose around 1:00am and received a 505mg/dl on the prodigy meter. Pt tested again 2 minutes later and received a 222mg/dl. Throughout the day she received results of 220, 211, and 308. At 3:51pm, pt received a 185mg/dl reading. Approximately 15 minutes later, she received a 350mg/dl. Pt's daughter decided to take the her to the hospital. Pt's blood was drawn and urine was collected. Emergency room took pt's glucose reading and said it was 90mg/dl. Pt did not receive treatment and was discharged about 3 hours later. Discharge instructions were to follow up with regular doctor and to have someone check her meter. Prodigy sent replacement along with a prepaid envelope for return of suspect products.

Manufacturer narrative:
Pt did not return suspect product(s), thus evaluation could not be performed.